Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient developed conscious disturbance due to right internal carotid artery (ica)occlusion and diffusion weighted imaging (dwi)- clinical mismatch was observed in other hospital. Therefore, the patient was transferred to author's hospital 7 hours after the onset. Left hemiplegia was observed at the time of arrival at the hospital (nihss: 10) with the right ica origin severe stenosis/ occlusion and some blood clot in c4 segment were observed. After percutaneous transluminal angioplasty(pta) against the right ica origin occlusion, thrombectomy was performed with subject retriever against the c4 segment and thrombolysis in cerebral infarction(tici)2b was achieved. However, angiography showed a vessel dissection in a right cervical ica. Competitors stents were deployed to secure the patency. In the physician opinion the vessel dissection was caused by the retriever.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection is a known risk associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient developed conscious disturbance due to right internal carotid artery (ica)occlusion and diffusion weighted imaging (dwi)- clinical mismatch was observed in other hospital. Therefore, the patient was transferred to author's hospital 7 hours after the onset. Left hemiplegia was observed at the time of arrival at the hospital (nihss: 10) with the right ica origin severe stenosis/ occlusion and some blood clot in c4 segment were observed. After percutaneous transluminal angioplasty(pta) against the right ica origin occlusion, thrombectomy was performed with subject retriever against the c4 segment and thrombolysis in cerebral infarction(tici)2b was achieved. However, angiography showed a vessel dissection in a right cervical ica. Competitors stents were deployed to secure the patency. In the physician opinion the vessel dissection was caused by the retriever.